Event description:
A report was received that the patient was explanted due to pocket site discomfort. The patient was reportedly doing fine after the explant procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed electrical and performance tests performed. The device did not exhibit any anomalies or deviations that potentially relate to the reported event. Upon receiving, the device could not be linked nor charged. The device was cut open, and the battery was found to be damaged. However, the ipg functioned with a substitute battery and passed all functional tests. The profile indicated that the device had been continuously working until the explant. Therefore, the battery damage occurred at the hospital by the on-site post-explant sterilization autoclave. The bsn representative confirmed that this device had been "flashed" prior to return. The ipg was placed slightly off mid-line in the patient's upper lumbar/lower thoracic region, which is apparent source of the pocket discomfort. Visual inspection of the leads confirmed loss of integrity. Damage to the leads was not considered a failure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, (B)(4) and (B)(4), model description: linear st lead with preloaded enhanced stylet - 50 cm.

Event description:
A report was received that the patient was explanted due to pocket site discomfort. The patient was reportedly doing fine after the explant procedure.